Event description:
The following events were noted through a periodic article review. A retrospective analysis of below-the-ankle (bta) limb salvage was performed during the period between january 2007 and december 2011. The purpose of the study was to further assess the feasibility of bta percutaneous revascularization with balloon angioplasty and provisional stenting in patients with chronic limb ischemia (cli) due to arterial occlusive disease. The patient population consisted of thirty-seven (37) patients. Of the 37 patients, 23 patient were treated with plain balloon angioplasty, 11 patients were treated with balloon-expandable metal drug eluting stents (xience and non-abbott) and 8 patients were treated with the xpert self expanding stent. Device issues documented in the article are as follows: in 5 of the 11 patients who received a balloon-expandable stent, four of the stents were recognized by x-ray imaging to be compressed and 1 stent had complete fracture. Additionally, technical success was achieved in 95.2% of the patient population. Unspecified technical failure was attributed to extensive medial wall calcifications in two cases involving unspecified devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. Concomitant products: dilatation catheter: sterling otw boston scientific; guide wire: boston pt2 .014, v-18; stent: cordis cypher. (B)(4) - incorrect anatomy. It is indicated that the devices are not returning for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the lot history records and complaint history could not be conducted because the lot identification numbers were not provided. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency. Article: below-the ankle angioplasty and stenting for limb salvage: anatomical considerations and long-term outcomes.